Event description:
During a synchronized cardioversion procedure, it was reported that an unsynchronized 70j shock induced the patient into ventricular fibrillation (v-fib). Prior to the incident, the user monitored the patient through the ECG cable and observed the sync sense markers on the r wave. However, the sync markers were not displayed on the screen as the user defibrillated and the patient converted to v-fib. The patient received two unsynchronized defibrillations thereafter and converted to a normal sinus ECG rhythm. There were no further details on the event and/or the patient provided. A clinical review of the reported event found that the device use converted the patient from a viable state to a life-threatening condition.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. There was no failure found with the device. The device will be returned to the customer for use. Physio-control's review of the event and ECG download determined the cause of the issue to be user error. The patient's initial ECG showed a regular tachycardia and there were annotations of the sync sense markers within the qrs complex of the ECG after the sync function was turned on. It was determined that the sync function was turned off several minutes prior to the delivery of the defibrillator shock, most likely due to the front panel pacer button being pressed. When the pacer function is activated, the device will continue to display ECG sense markers on the 'r' waves. When the user pressed the defibrillator charge button, the pacer function would have automatically turned off which also turns off the 'r' wave sense markers. An asynchronous 70 joule defibrillator shock was subsequently delivered to the patient and the patient converted to a ventricular fibrillation rhythm. Based on the available information, it appears that the device user did not confirm proper placement of the sync sense markers prior to administering the defibrillator shock. During synchronized cardioversion procedures, the device operating instructions indicate that the device user observe the ECG rhythm and confirm appropriate placement of the sync sense markers before administering a shock.